Manufacturer narrative:
Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect-impact code 4625: additional surgery (yag laser). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of the non-preloaded monofocal intraocular lens (iol), model zcb00, posterior capsular opacification (pco) was observed in the patient's left eye. The condition was successfully treated with a yag capsulotomy. The patient fully recovered with no impact on activities of daily living. The best-corrected visual acuity (bcva) improved from 20/40 preoperatively to 20/20 postoperatively. The complaint device remain implanted. No additional information was provided.